Event description:
It was reported that a patient¿s vns was showing end-of-service and it was believed the battery had depleted prematurely. The patient was referred for replacement surgery. Notes dated (B)(6) 2017 provide that since (B)(6) 2016, the patient remains seizure free, and has had no new medical problems. The device interrogation showed end-of-service, which was unexpected. The device was laser routed as part of manufacture. Generator replacement surgery occurred . The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The generator would not interrogate at a distance of 0.0 inches between the generator and the programming wand. The battery voltage showed an end-of-service condition. The circuit board was subjected to electrical testing and results show that the circuit board failed several electrical tests. Contaminates were observed on the trimmed edge of the circuit board. After the trimmed edge was cleaned electrical testing was performed. Remaining residual material on the circuit board edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption out-of-specification for both standby and pulsing modes of operation.